Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was explanted for an unknown product performance issue and another system was successfully implanted. This right atrial (ra) lead has not been returned for analysis. No additional adverse patient effects were reported. Additional information received detailed this patient had twiddler's syndrome and as a result the leads had dislodged. This ra lead has not been returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was explanted for an unknown product performance issue and another system was successfully implanted. This right atrial (ra) lead has not been returned for analysis. No additional adverse patient effects were reported.